Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that 6 out of 8 contacts were invalid. As a result, the pt's lead was explanted and replaced. The pt now has effective stimulation for all pain areas.